Event description:
Additional information received on june 3, 2015 indicated that the patient had a small perforation and transmural burn. The patient was referred to surgery and was discharged soon after. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop was embedded into the mucosa. Device failed to retract. The physician attempted to remove the snare but was unsuccessful. After a few minutes, the physician attempted again with force and was able to remove the snare from the mucosa. Reportedly, a small perforation was suspected, but not confirmed. Patient was clinically doing well; no surgery or repeat scope planned, but white blood cell count was noted to be 20. The procedure was not completed due to this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device showed no failures. Functional analysis showed that the device would extend and retract within specification and passed the retroflex test. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop was embedded into the mucosa. Device failed to retract. The physician attempted to remove the snare but was unsuccessful. After a few minutes, the physician attempted again with force and was able to remove the snare from the mucosa. Reportedly, a small perforation was suspected, but not confirmed. Patient was clinically doing well; no surgery or repeat scope planned, but white blood cell count was noted to be 20. The procedure was not completed due to this event.